Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Additional event(s) for this patient reported on medwatch number(s) 1825034-2013-06203 / 03397 / 03396 & 2016-02564.

Event description:
It was reported that patient underwent a right hip revision procedure approximately twenty-six months post-implantation due to unknown reasons. The acetabular component was removed and replaced with competitor product.